Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# j0417611v, implanted: (B)(6) 2004, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the left side of lead is 75% non functional thus no coverage. The cause of the high impedances is unknown, but the lead is 15 years old. A replacement of the lead and generator is planned for (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported that the patient had a loss of coverage in (B)(6) 2018 and the cause was unknown. The rep also reported that there were high impedances on all contacts associated with 0, 2 and 3 were greater than 10k ohms. It was noted that ¿someone¿ had already tried to program around the high impedance electrodes. There were no further complications reported or anticipated.